Manufacturer narrative:
An event of fiber-like thrombus present on the device despite a good seal at the time of the procedure was reported. It was reported that the patient had a pre-existing bleeding issues. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluders was implanted using a 14f amplatzer torqvue 45x45 delivery sheath. On (B)(6) 2024, it was observed on tee that a device-related thrombus was present on the device despite a good seal at the time of the procedure. The patient was also prescribed with dual antiplatelet therapy and was compliant with the treatment. The thrombus appeared to be fiber-like. It was noted that the patient had a pre-existing bleeding issues. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.